Event description:
It was reported that there was no stimulation sensation. The patient¿s stimulator had stopped working and had stopped feeling stimulation. When they raised their arm, stimulation came on really strong, but once the patient put their arm down stimulation stopped completely. The patient recharged the implantable neurostimulator (ins) every sunday and recharged it again just to make sure, but the patient still wasn¿t feeling stimulation. The patient had used the programmer and verified that stimulation was turned on. They had not tried increasing stimulation because of what happened when they raised their harm. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # v488648, implanted: (B)(6) 2010, product type lead; product ID 3888-45 lot # v488648, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3998, lot # v443435, implanted: (B)(6) 2010, product type lead. (B)(4).